Event description:
The device was used during a lar procedure. Reportedly, the instrument was difficult to open and the staples did not form properly. The hospital has reported no patient injury occurred.